Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing an ileo colic anastomosis during a laparoscopic right hemi colectomy procedure, the device was tried to be fired once, however when the surgeon opened the jaws and changed the position then re-clamped the tissue, he could not squeeze the handle. The handle was discarded by the customer at the hospital. There was no patient injury.